Manufacturer narrative:
Update the lead serial numbers to reflect correct leads associated with this event. Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that surgical paddle lead was placed, and the previous percutaneous leads were removed. This surgery caused pain (surgical pain/ post operative pain). The paddle lead was placed to help mitigate lead migration. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported having reprogrammings done by rep after a fall. Patient indicated patient had procedure done (B)(6) 2023 to hold lead more securely. The next morning started experiencing severe pain and went back to the hospital ER. While there rep contacted patient to see what was going on and patient explained the situation. Between rep and hcp they came up with a treatment plan to control pain. After being discharged rep either called or texted patient every day to see how they were doing.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-dec-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 30-dec-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned initially in the call that the leads were replaced in 2020 because some of the contacts were not working. Pt stated about 3-4 months ago. A local rep told pt that 2 contacts were no longer working so she programmed around it and it was working fine for pt. Pt will continue to work with the field for programming. Additionally,  pt reported the weekend before last pt went camping and he was unpacking the car and his back started hurting - pt stated his ins battery depleted while camping. Pt got home and started to charge and use the ins and it started doing something weird. Pt stated normally he can feel stimulation pulse every couple of seconds and it feels "smooth" pt reported now stim will just come on and stay on constant for 3-5 seconds and then it will start pulsing again - pt stated this happens at random and will occur 5 or 6 times in an hour. Pt is no longer feeling smooth pulsing sensation - pt stated the sensation is startling to him. Patient services specialist (pss) recommended that pt programming be checked. Pt stated he will contact his rep, the patient was redirected to their healthcare provider to further address the issue.